Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units bottom display is not on or working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11 corrected fields: d3, d4 / the field service engineer (fse) stated that the video generator board was replaced and the display was working, but the touchscreen had to be pressed hard for selection. The fse then called the other field techs and tech support and ordered a touchscreen. After replacing the touchscreen, it was then working. The fse then completed the preventive maintenance (pm) with all functional and safety tests per manufacturer specifications. / the following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following parts associated with this complaint: video gen. Board and touchscreen assy, 12.1. These parts were received with a reported unit failure message of touchscreen must be pressed hard for selection. Performed visual inspection of these parts received and both parts looks to be good condition. Installed the video gen. Board and touchscreen assy, 12.1¿ into the cardiosave test fixture and tested together and separately to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of pressed hard for selection while testing video gen. Board. Video gen, board passed testing. The failure analysis and testing department verified the failure of touchscreen calibration failed for touchscreen assy, 12.1 ¿ while testing. Touchscreen assy, 12.1¿ failed testing. Sending video gen. Board to the supplier for analysis as per procedure. The fat dept received video gen. Board from the supplier. The supplier evaluation states the following: during the initial ict test, the result was a pass. However, the fct test encountered a touchscreen error. It is suspected that component u41 may be faulty.

Event description:
N/a.